Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as a sore under left te pad, with no indication of open or broken skin. There was no alleged device malfunction contributing to the sore the patient¿s physician prescribed triamcinolone acetonide 0.1 topical cream for the sore. Follow up indicated that the sore improved.

Manufacturer narrative:
Not applicable.